Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This is linked to event mw007980. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility. He replaced the processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a heater-cooler 3t that was not able to maintain the set warm temperature on patient circuit. Reportedly, the issue already occurred previously and was always temporarily solved through a power off-on cycle performed by perfusionist. There was no report of patient injury.